Manufacturer narrative:
The technician replaced all brake casters and brake steer caster to resolve the issue.

Event description:
The technician alleged the brake casters are not holding. No patient impact.